Event description:
Subsequent information received indicated that this system continued to exhibit high pacing lead impedance measurements greater than 2,000 ohms. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received indicating that continued high out of range pacing impedance measurements greater than 2,000 ohms were observed. A lead fracture was suspected, however, was unable to be confirmed through fluoroscopic imaging. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and pacing impedance measurements of 1,930 ohms were observed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lead was damaged during the explant procedure and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement that was detected via the patient's remote home monitoring system. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.